Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ca 125 result for one patient sample. The architect generated a ca 125 result of 170 u/ml. The sample was repeated in another laboratory on a cobas analyzer and a ca 125 result of 26 was generated. The patient had no malignant disease. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. A search for ca 125 lot 10038m500 did not identify atypical activity. Labeling was reviewed and found to adequately warn against using ca 125 assay values obtained with different assay methods interchangeably. Based on the results of this investigation, the architect ca 125 ii reagent is performing as intended. No product deficiency was identified.